Event description:
It was reported that, "surgeon removed insert for possible infection and replaced insert."

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 5560-s-112, lot #m6w03w, description: tri cemented stem 12mmx50mm. Cat # 5515-f-702, lot# s6nlx, description: triathlon cemented ps femoral component #7 right. Cat # 5551-g-381, lot # 5avh, description: triathlon asymmetric x3 patella. Cat# 5532-g-711, lot # lck 197, description: triathlon ps x3 tibial insert. Cat # unk, lot # unk, description:. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.